Manufacturer narrative:
The cpu and the eeprom (electrically erasable programmable read-only memory) were replaced to fix the reported failure.

Event description:
The hospital reported that, when the unit was turned on, it showed the message of analog -15 volts outside the specification and cpu fault. There was no reported patient involvement.